Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was experiencing diaphragmatic stimulation. An x-ray was performed and the lv lead was found to have moved. A revision procedure was performed and the lv lead was positioned in a different branch without issue. No adverse patient effects were reported during the procedure.